Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable: can you please clarify the word "branche" that you are using in the event description. Does "branche" mean "jaws"? How was the device removed from the intestine when the surgeon would "like to reposition the device and again it wasn't possible to open the branche"? Was there any patient consequence as a result of having to remove the closed device?

Event description:
It was reported that during a sigma procedure, after loading the magazine, the protecting cap was removed and the grasp locked. As the surgeon would like to open the branche in the abdomen - the device blocked. He tried sometimes - then he removed the device from the abdomen. The nurse tried it to times out of the stomach and it was possible to open and close the branche. Later the device was inserted in the abdomen again and at this time it was problem-free to open it. After positioning the stapler the surgeon would like to reposition the device and again it wasn't possible to open the branche. The intestine clamped on the stapler. No further information. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53r3l. Additional information requested and received: can you please clarify the word "branche" that you are using in the event description. Does "branche" mean "jaws"? Yes. How was the device removed from the intestine when the surgeon would "like to reposition the device and again it wasn't possible to open the branche"? No information. Was there any patient consequence as a result of having to remove the closed device? No the ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.